Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd posiflush¿ normal saline syringe was found with foreign matter as ¿there was something floating in the syringe¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: DHR/bhr review: there was no documentation of issues for the complaint of batch 7348612 during this production run. All our inspections performed while manufacturing this batch were accepted; no rejections were documented. Four samples were received. Three of them are in the sealed packaging flow wrap. They are with the plunger rod-rubber stopper, tip cap, and saline solution, the barrel label confirms the lot#7348612, a visual inspection was performed finding everything acceptable, no fm or any other issue/ concern. The fourth syringe has no packaging flow wrap, it has the plunger rod- rubber stopper, the tip cap and saline solution; the barrel label confirms the lot#7348612. The stopper is in its correct position. There is fm in the fluid path, it is adhered to the rubber stopper, so it is not floating. The plunger rod-rubber stopper was pulled out, then the fm was taken out. It is a piece of hard plastic. It has like concave shape, the thickness is 0.010¿. The syringe will be sent to a lab to confirm the type of plastic. The sample was examined and exhibited a hard piece of material in the barrel. As per request, ftir analysis was completed on this material. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of polypropylene and silicone. Investigation conclusion: root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There was no issue documented about fm.